Manufacturer narrative:
Emdr# 1314492-2024-00457 was submitted for the related wireless battery. Additional information h3, h6 and h10: the device was received for evaluation. The reported problem, pump shut off unexpectedly during an infusion, was not reproduced during functional testing. The evaluator found the device able to run without abnormalities. An alarm did not occur and the pump did not power off while running with the customer battery module and power cord. The event history log review was performed and revealed that on the customer reported event date, the user programmed and infusion of "norepinephrine 4 mg/250 ml" in the "2.criticalcare adult" care area. The history log revealed that a "battery alert!" Presented and was confirmed by the user. The pump was unplugged and continued, however 2 hours and 22 minutes after the alert, the user experienced an "improper shutdown!" Message, indicating that all power sources to the pump were lost. A battery alert presents on the pump display with the following instruction: "battery error do not unplug pump! Battery operation may not be available.¿ removing the power cord could result in an shutdown of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The reported problem, the pump showed error for maintenance was revealed in the event history review as multiple events of "inspection due! Pm due" notifications. The "inspection due" message can be reset in the biomed options. Per the spectrum service manual: "a pm or network expiration due date may be entered in the biomed options. A ¿due for inspection¿ reminder will appear at power on followed by the programming screens. At power off, a ¿due for inspection¿ display will appear prior to pump shutdown." These occur as a part of normal function and can be adjusted in the biomed options menu. The messages do not impact the user's ability to use the device and do not interrupt an infusion. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off unexpectedly during norepinephrine therapy in the intensive care unit. The pump also showed an error for maintenance. As a result the pump had to be replaced and during this time the patient became hypotensive. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.